Event description:
It was reported that when the clinic booted up the programmer, it experienced an error message, which was "immediately" followed by another error message. The service disk was run, and the error cleared. Approximately two weeks later, another error was experienced by the programmer, and the programmer was unable to boot up. The service disk was again attempted, with no success. It was noted that a software update had been completed about a week prior. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots to an error. There was also an error found in the error log that indicates a problem with the link electronic module (lem) board.